Manufacturer narrative:
H4: the device was manufactured from august 15, 2019 ¿ august 17, 2019. H10: one (1) actual sample was received and evaluated. Visual inspection was performed using the naked eye which revealed reddish-brown particles, measuring 0.20 to 0.40 square mm. The particles were not in the fluid path as they were embedded in the material of the tubing line. The particles were subsequently identified by fourier-transform infrared spectroscopy to be polyvinyl chloride (pvc). Pvc is a raw material of the tubing line. The reported condition of particulate matter (pm) was verified on the returned samples, however, the pm was embedded in the tubing line and not downstream of the solution filter. The cause of the condition is related to a supplier manufacturing issue. The other nine (9) samples were not received for evaluation; therefore, a device analysis could not be completed for those samples. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a particulate matter was observed on the tubing of ten (10) small volume intermates. This issue was identified prior to use. There was no patient involvement. No additional information is available.